Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
FDA medwatch reference number: mw5083870. Consumer¿s mother reported the string pulled out of a tampon upon removal leaving the tampon inside. Her daughter was unable to manually remove the tampon and had to seek medical attention to remove the tampon. Tampon was removed in one piece and daughter was doing fine.